Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be return for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer stated that his insulin pump is malfunctioning, because his bolus wizard was not calculating his active insulin times correctly. Nothing further was reported.